Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix was fully extended and clogged with blood. X-ray examination of the lead revealed over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix, and applying torque directly to the inner coil, the helix could be retracted and extended. The helix extension length and tip stiffness was within specification. The cause of the helix not retracting was isolated to the helix being clogged with blood and over-torque of the inner coil.

Event description:
During a post-procedure follow-up, diagnostic imaging confirmed the right ventricular (rv) lead perforated the heart. During the explant procedure, the helix could not be retracted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.